Manufacturer narrative:
The investigation has determined that vitros tdm pv quality control results were lower than expected when using vitros vanc regent on a vitros 5,1 fs chemistry system. The definitive assignable cause is unknown, however, user error related to an incorrect fluid being tested cannot be ruled out. In addition, an instrument related issue or a reagent related issue cannot be ruled out as contributing factors.

Event description:
The customer complained that vitros tdm pv quality control results were lower than expected when using vitros vanc reagent on a vitros 5,1 fs chemistry system. Vitros tdm lot b2957 vitros vanc results <5.0, <5.0 ug/ml vs. Expected 39.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).